Event description:
It was reported that a shaft break occurred. A 6mmx4.00mm wolverine coronary cutting balloon was selected for use. During the course of the procedure, it was noted that the device came off the shaft when they were pulling it back into the guide. The device was not intact. No patient complications were reported.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Device evaluated by MFR: the device was returned for evaluation. The device was returned with a complete shaft break present at 51.9 cm distal from the strain relief. The hub portion of the device (51.9 cm in length) was free from the guide catheter. The remaining portion of the device including the balloon was within the guide catheter and could not be removed due to the presence of an s shaped kink present in the hypotube. The guide catheter was damaged and partially detached at this point, but this detachment was not a complete separation. The wire component of the guide catheter material kept the guide catheter from separating. A snip was used to cut the wire component. Once the guide catheter was separated, there was no issue with removing the remaining portion of the device from the guide catheter. This portion measured approximately 90.6cm in length and included the complete balloon. An s bend shaped kink was present at approximately 6.5cm distal to the break point. A visual examination identified that the balloon wings were found to be in a deflated state and had been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported.

Event description:
It was reported that a shaft break occurred. A 6mmx4.00mm wolverine coronary cutting balloon was selected for use. During the course of the procedure, it was noted that the device came off the shaft when they were pulling it back into the guide. The device was not intact. No patient complications were reported.